Event description:
It was reported that there was a pump motor stall which had been confirmed in the attention dialogue box. It was recommended that the event logs be checked. The patient had been near a magnetic field which caused the pump stall. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).